Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26126. It was reported the patient's midline incision and pocket incision were draining and not closing well postoperatively. The patient was prescribed antibiotics and silvadene cream. Follow up identified that both wounds were red and draining and still not healing. The physician continued the antibiotics but the patient developed a fever and was hospitalized. The patient's entire scs system was explanted and patient was treated with IV antibiotics. The patient is now afebrile and on oral antibiotics at home.